Manufacturer narrative:
Suspect device not returned yet. The return of suspect device is expected.

Event description:
Helix was broken during first run of rotarex. It was an instent stenosis of the sfa and they came from cross over